Manufacturer narrative:
It was reported that the blower flow test failed. The event did not cause or contribute to a death or serious injury to a patient. Based on the logfiles te 231009 (blower speed low) occurred during ventilation, ventilation continued until the device was switched off. At the date of the event during startup tf 431002 (blower disconnected) occurred and "selftest failed" was logged. The root cause of the event was determined to be a defective blower. After replacing the blower, the device was released back into use.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "blower flow test failed." (2) no clinical signs, symptoms or conditions. No health consequences or impact.